Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the "tongue" on one tube clamp assembly was slightly loose. In other words, when the occlusion knob was turned back and forth, the part of the tube clamp that engages the occlusion shaft, also moves back and forth slightly. Since the event occurred during preventative maintenance, there was no patient involvement.